Manufacturer narrative:
The reported event of inaccurate navigation can be confirmed based on log file review. An overlay of several imported image set showed the planned and real placed k-wire. It was observed that several times the real position differs from the planned position. A check of the ziehm c-arm calibration observed that the calibration is off by average by 3.8-4.6mm in one direction. The c-arm was recalibrated to resolve the problem. The reported event of inaccurate navigation can be confirmed based on log file review. An overlay of several imported image set showed the planned and real placed k-wire. It was observed that several times the real position differs from the planned position. A check of the c-arm calibration performed by senior manager clinical applications (B)(6) observed that the calibration is off by average by 3.8-4.6mm in one direction. The c-arm was recalibrated to resolve the problem. The complaint connection issue will be investigated within complaint pr # (B)(4). It is likely that the de-calibrated c-arm caused or contributes the reported inaccurate navigation.

Event description:
It was reported that during a procedure conducted at the user facility the placement of guide wire was inaccurate. No impact to the patient or procedural delays were reported with the event.

Event description:
It was reported that during a procedure conducted at the user facility the placement of guide wire was inaccurate. No impact to the patient or procedural delays were reported with the event.